Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the foreign material in the nozzle was the result of the customer deviating from the reprocessing instructions as described in the device IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of endoscope¿. ¿ visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿. ¿when using the spray button¿. ¿ check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image¿. Reprocessing survey info: the device was cleaned, disinfected, and sterilized before being sent to olympus. No delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. Unknown if abnormalities in the accessories used for reprocessing. The air/water nozzle was not flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was insufficient angulation found in the device. Additionally, as noted, the unit had undergone insufficient reprocessing as foreign material was found in the nozzle. Other findings include an air leak in the forceps channel, distal end adhesive failures, and general scratching, discoloration, and other wear throughout the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera gastroinvestinal videoscope due to an angulation malfunction. There was no patient harm reported from the above event. During the device evaluation, it was discovered the subject device had undergone insufficient reprocessing as foreign material was found in the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.